Event description:
Reference MFR report #1627487-2013-20193 for previous replacement procedure. It was reported the patient experiences headaches and believes they are caused by the replacement scs system. The patient uses the lowest stimulation program which relieves the headaches but the stimulation does not provide effective pain relief. At the patient's follow up appointment with the physician, the patient reported a 65% relief from the headaches and pain. The patient also asked to get her medical records and she was referred back to her physician and the sjm legal department.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.